Event description:
It was reported that the user experienced a low blood glucose reported at 64 mg/dl and high blood glucose reported at 228 mg/dl while using the ilet after removing it for several weeks and then reconnecting, during which the system was in its initial learning period; the user also ate chocolate snacks without a meal, leading to rising glucose and subsequent automated corrections, and no device alerts were noted. Symptoms included hypoglycemia and hyperglycemia with associated anxiety. Outcomes included the need for oral glucose as an unexpected medical intervention without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem identified, and that an improper or incorrect procedure or method contributed, with the user interface being the relevant component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.